Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A sample is not available for evaluation. However, photos are available for inspection. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a perioperative en was cleaning up in a theatre after a c-section and a bd¿ one-piece 1.4l sharps collector was not secured near the baby resuscitaire. When the sharps collector was picked up, the perioperative en was stuck by a needle that had punctured the wall of the container. The sharps collector was full at the time of the incident. Appropriate first aid was provided and the staff member received post exposure lab work.

Manufacturer narrative:
Results: a sample is not available for evaluation. However, photos of the used device were sent and evaluated by the manufacturing site. The photo inspection revealed that the container was filled above the fill line with the needle most probably been forced into the container and directed to the side wall. Two retention samples were also evaluated and showed the magnamike wall thickness of the area (rear panel of container) shown in the images provided to be above the production wall thickness minimum of 1.2mm measuring between 1.4 ¿ 1.8mm. The container has a ¿fill level¿ indicator to ensure needles or sharps do not protrude beyond the level. The container and the minimum wall thickness indicates that under normal use the container is puncture resistant but is not puncture proof if sufficient force most probably due to over filling is exerted. A review of the device history record ("quality checker product inspection sheet") revealed no irregularities during the manufacture of the reported lot # 16100001. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. However, vip packaging indicated that the incident most likely occurred due to overfilling of the device.